Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celexa) since 2018, hydrocortisone since 2017, lorazepam since 2018 and sumatriptan since 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2017, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation ((B)(6) 2013) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue and alopecia had resolved, the headache, rash and skin disorder outcome was unknown and the migraine and weight increased was resolving. The reporter considered alopecia, dysmenorrhoea, endometrial ablation, fatigue, headache, migraine, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she do not recall if she had a confirmation test. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet received: event "ablation", reporter added. On 16-mar-2020: plaintiff fact sheet received: fu 2 and 3 process together. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant medical products included celecoxib (celexa) since 2018, hydrocortisone since 2017, lorazepam since 2018 and sumatriptan since 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2017, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue and alopecia had resolved, the headache, rash and skin disorder outcome was unknown and the migraine and weight increased was resolving. The reporter considered alopecia, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she do not recall if she had a confirmation test. Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet received: events rashes or skin conditions, migraines / headaches, dysmenorrhea (cramping), pain, fatigue, weight gain / loss specify which one: weight gain, hair loss were added. Concomitant drugs, suspect drug start date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celexa) since 2018, hydrocortisone since 2017, lorazepam since 2018 and sumatriptan since 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2017, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation ((B)(6) 2013) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue and alopecia had resolved, the headache, rash and skin disorder outcome was unknown and the migraine and weight increased was resolving. The reporter considered alopecia, dysmenorrhoea, endometrial ablation, fatigue, headache, migraine, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she do not recall if she had a confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.